Event description:
The customer reported the device would not power on. There was no pt involvement reported.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the shorted c187 capacitor on the motor controller pcba and the shorted l2 and q11 on the power management pcba prevented the ventilator to power on. The power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device would not power on. There was no patient involvement reported.